Event description:
A customer reported an error with their continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by walking them through a pump reset process, after which the error did not reappear. The customer was also advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.